Manufacturer narrative:
Concomitant medical product: 5076-58, lead, implanted: (B)(6) 2005. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported the patient was in an automobile accident and following the accident until the time of death, the patient's heart condition worsened and there was an increase in ventricular tachycardia episodes. No other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.